Manufacturer narrative:
(B)(4). The homechoice (hc) device evaluation was completed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported event of ¿over heat¿. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to an over-heating event. The device underwent visual, functional and electrical testing. The reported event could not be verified since there were no system errors present indicating that the fluid was too hot and the temperature test did not fail for being over the specification. However, the evaluation noted an issue with the accomp board which led the device to fail at heating the fluid as intended. Servicing concluded that the device was having a heating issue due to a damaged accomp which was unable to allow the heater plate to warm to the correct temperature. Solution warming alarms were present in the patient¿s device log indicating the device was taking excessive time to heat up the solution. The accomp board was to be replaced during service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the fluid was overheated during therapy on the homechoice device. The patient was connected to the device at the time of the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.